Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No analysis was performed because the system was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2016, (B)(4), (rep, for) medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was an alarm message from the view cart. There was no patient present at the time of the event.